Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of hardware failure could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6) 2014. Patient inserted sensor into arm which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.